Event description:
The user facility reported that two pts contracted a chemical colitis on the same day. The facility has been contacted for additional information, but there was no further information reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that there was a slight orange and red dried residue around the air/water nozzle and at the auxiliary opening at the distal end. The instrument channel and suction channel was inspected with a boroscope and no evidence was found of residue, foreign material, stain or any chemical substance on the channel walls. In addition, there was evidence of physical damage on the plastic cover (c-cover) at the distal end. A field service engineer (fse) and an endoscopy support specialist (ess) were dispatched to visit the account and review their reprocessing procedures and equipment. Based on the fse's report, a small amount of foam was noted in the basin after the reprocessing cycle was completed with the facility's automated endoscope preprocessor (aer). This particular aer had two water rinse cycles. The fse reported that, the facility has two aers with two different water rinse cycles: one with a two rinse cycles and one with a three rinse cycles. The fse installed the three water rinse-cycles in the aer with a two rinse cycles and it appeared to resolve this issue. An ess visited the account to conduct an in-service and has provided reprocessing training to the staff. The ess reported that during the manual cleaning, the facility failed to perform suction of enzymatic detergent with the suction-cleaning adaptor after brushing and suction of air to help dry the endoscope after the manual high-level disinfection. The ess reported that there was no suction machine available in the cleaning room. The facility is using another device to flush the enzymatic detergent through the endoscope channels. The ess reported that the basin hose connectors on the facility's aer were very stiff and worn, which caused the connectors to pop off during the reprocessing cycles. The ess recommended the facility replace all connectors. The cause of the pt's outcome was isolated to improper reprocessing of the endoscopes. The manufacturer of the aer has been notified about this event. This report is being submitted as an MDR in an abundance of caution.